Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "hi I am writing about recent quality issues with your b + d insulin syringes. The issues have been happening over the last year to six months. The needles I use are for my cat and dog so I do not get discounts and do not have insurance that helps pay for them. So I expect quality needles with few to next to no issues with them because everyone I throw out is a cost to me which I can't afford. There have been bent needles one of which was poking threw the orange protective cap that stabbed me in my finger. Others are the plastic where the needle is inserted in the syringe was bent off to the side making the angle of the needle off. All I chalked up to mass production machining then there is the one listed in the subject line of this letter. Approximately 1/2 inch long by 1/8 inch piece of the barrel of the syringe was missing. The missing piece was not found in the bag. I have attached pictures of the bag it came in and of the syringe itself. This just has been so surprising to me because 10 to 15 years ago I had diabetic animals and used b + d syringes and never had any of these recent issues with quality. I am just writing to let you know what I have found just encase you company in not aware of what consumers have been finding."

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8204648. Customer states that the needles are bent, needle went through shield which caused a needle stick to the consumer, and the hub was bent to the side making the angle of the needle off. The returned syringe was examined and did not exhibit a bent cannula, needle through shield, exposed cannula, or damaged hub. A review of the device history record was completed for batch# 8204648. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that sterile breach occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "hi I am writing about recent quality issues with your b + d insulin syringes. The issues have been happening over the last year to six months. The needles I use are for my cat and dog so I do not get discounts and do not have insurance that helps pay for them. So I expect quality needles with few to next to no issues with them because everyone I throw out is a cost to me which I can't afford. There have been bent needles one of which was poking threw the orange protective cap that stabbed me in my finger. Others are the plastic where the needle is inserted in the syringe was bent off to the side making the angle of the needle off. All I chalked up to mass production machining then there is the one listed in the subject line of this letter. Approximately 1/2 inch long by 1/8 inch piece of the barrel of the syringe was missing. The missing piece was not found in the bag. I have attached pictures of the bag it came in and of the syringe itself. This just has been so surprising to me because 10 to 15 years ago I had diabetic animals and used b + d syringes and never had any of these recent issues with quality. I am just writing to let you know what I have found just encase you company in not aware of what consumers have been finding."